Manufacturer narrative:
(B)(4). Date sent: 1/3/2018. Only event year known: 2017. Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the misaligned jaw caused poor clip formation. New product was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx107 device was received with the handle coating damaged and jaws were misaligned; therefore, the clips could not be loaded into the jaws. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and created by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Date sent: 06/21/2019. Corrected data: 3005075853-2018-07026 was submitted as follow-up #2 in error. Therefore, 3005075853-2018-07026 will be submitted as follow-up #1.